Event description:
It was reported that high out of range shock values were seen when it comes this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. When a commanded shock was performed an error code related to out-of-range shock values was triggered. The system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range shock values were seen when it comes this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. When a commanded shock was performed an error code related to out-of-range shock values was triggered. The system was explanted but will not be returned as it was retained by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the initial reporter section and explant date.